Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly implanted without a magnet or spacer due to need for repeated MRI's. Recipient will no longer need MRI's and will undergo revision to implant with magnet. Revision surgery is scheduled.